Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: crease smooth on posterior, striated opening on radius, delamination of the valve (<75% partial separation) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Striated opening assessed as surgical damage. A delamination partial of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.